Event description:
The customer reported that, prior to a colonoscopy procedure, the pressure was high and the channel was blocked on the endoscope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details were requested regarding the completion of the procedure. No definitive information was available.

Manufacturer narrative:
During inspection and testing, white fibrous-like material was found protruding from the air/water nozzle. The material did not originate from the endoscope. In addition, the adhesive on the light cover glasses was worn, the adhesive on the optical cover glass was worn, the adhesive on the bending section cover had lifting, angulation was lower than standard, there was angulation play, the air channel volume was out of standard due to blockage, water flow was lower than standard, and water removal was lower than standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·the brush was broken while the air/water (a/w) valve was brushed, and bristles entered in the a/w nozzle, which caused clogged the nozzle. ·reprocessing with using non-lint free gauze or like that caused the lint entered the a/w channel and clogged in the a/w nozzle. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.